Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that luer detachment and sheath leak occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation and perform a posterior wall ablation, a farawave pulsed field ablation catheter was selected for use. Use of the device to perform posterior wall ablation constituted off-label use, as the catheter is only indicated to perform pulmonary vein isolation per the instructions for use (IFU). While removing the catheter from the patient, pressurized saline began free flowing on the sterile field. It was determined that the flush port of the catheter separated cleanly from the catheter handle. The remaining plastic lumen was clamped, and the catheter was successfully removed from the patient. The catheter was replaced, and the procedure was completed successfully without patient complications. The catheter is expected to return for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon device return and inspection, it was observed that the luer was separated from the flush tubing. The reported leak and flush port detachment was confirmed. Additionally, as the posterior wall was ablated during the procedure, this was confirmed off label use of the device as the farawave catheter is indicated for the ablation of the pulmonary veins to treat paroxysmal atrial fibrillation.

Event description:
It was reported that luer detachment and sheath leak occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation and perform a posterior wall ablation, a farawave pulsed field ablation catheter was selected for use. Use of the device to perform posterior wall ablation constituted off-label use, as the catheter is only indicated to perform pulmonary vein isolation per the instructions for use (IFU). While removing the catheter from the patient, pressurized saline began free flowing on the sterile field. It was determined that the flush port of the catheter separated cleanly from the catheter handle. The remaining plastic lumen was clamped, and the catheter was successfully removed from the patient. The catheter was replaced, and the procedure was completed successfully without patient complications. The catheter was returned for analysis.